Manufacturer narrative:
The returned device's pushwire was found detached at the hypotube proximal to wire weld and distal wire break. A supplemental will be submitted when the investigation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield encountered resistance in the hub of the catheter and did not advance. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed as per the IFU. There was no damaged to the devices. The patient was rescheduled to be retreated.

Manufacturer narrative:
The pipeline flex with shield was returned without a dispenser coil and within an introducer sheath. The microcatheter used in the event was not returned for analysis. The device was decontaminated. No damages or irregularities were found with the introducer sheath. The pipeline flex with shield pushwire was found bent within the introducer sheath. The distal delivery wire was found separated from the hypotube within the introducer sheath. The device was advanced out of the introducer sheath against high resistance. The distal delivery wire was found broken between the resheathing pad and the dps sheaths with the dps sheaths and tip coils was not returned for analysis. No damages or irregularities were found with the resheathing pad. The distal delivery wire was also confirmed to have separated from the hypotube proximal to the wire weld. The distal and proximal dps restraints were found to be intact. The hyp otube was found stretched. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The distal and proximal braid sections were fully opened with no damages. The pipeline flex with shield device could not be used for resistance in catheter hub testing due to the damages. The separated distal wire was sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) testing. No other anomalies were observed. Based on the analysis findings, the customer report of ¿stuck in catheter hub¿ could not be confirmed. Possible causes for resistance in hub are introducer sheath does not sit securely inside hub, tip coil/delivery system damage, user does not maintain continuous flush, user pulls back on/torques wire during insertion or over tightened the rhv. From the damages seen on the pipeline flex w/ shield pusher hypotube (stretch), separation of the distal wire from the hypotube and break on the distal wire; it appears there was high force used. It is likely these damages occurred when the customer attempted to retract the pipeline flex with shield through the marksman catheter against resistance. The end of the detached distal wire was sent out for sem / eds elemental analysis. The elemental analysis of the detached pushwire end showed presence of tin (sn). Separation can occur if excessive force is used exceeding the tensile strength of the material. Regarding the solder joint separation issue, in addition to excessive force, separation can occur due to inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that lead to the resistance and detachment issues. Sem summary for the break on the distal wire: the features observed on the end ¿b¿ indicate torsional overload type failure mechanism. As the catheter and rhv used in the event was not returned, any contribution of the marksman catheter and rhv towards the ¿stuck in catheter hub¿ could not be determined. The catheter is compatible for use with the pipeline flex with shield. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.